Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy post-essure') in an adult female patient who had essure (batch no. C22817-not valid,c51077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epigastric hernia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain pelvic area / pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals and female sexual dysfunction outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection and cystitis had resolved. The reporter considered allergy to metals, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for nickel allergy post-essure, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder infection and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: total bilateral occlusion. Lot # (c22817) is not valid. Lot number: c51077 manufacture date: 2014-04 expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy post-essure') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection and cystitis had resolved. The reporter considered allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for nickel allergy post-essure, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder infection and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event of injury was updated to dysmenorrhea (cramping). Additional events added nickel allergy post-essure, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder infection and vaginal infection. Essure implant and explant date were added. Outcome for events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder infection and vaginal infection were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy post-essure') in an adult female patient who had essure (batch no. C22817-right,left-c51077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epigastric hernia. On (B)(6) 2016, the patient had essure inserted. In september 2016, the patient experienced pelvic pain ("pain pelvic area / pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on 29-aug-2018. At the time of the report, the allergy to metals and female sexual dysfunction outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection and cystitis had resolved. The reporter considered allergy to metals, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for nickel allergy post-essure, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder infection and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received : lot number added. Following events were added : apareunia, abnormal vaginal bleeding, pain pelvic area. Reporter information added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.